Event description:
It was reported that this patient with this single chamber pacemaker triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead impedance measurements of greater than 2000 ohms. Technical services was consulted. It was noted that the rv lead has been exhibiting a gradual increase in impedance measurements over the past six months. Additionally, no noise was present. Subsequently, the device was reprogrammed. After device reprogramming, the device then triggered another lss. Due to patient condition, the physician is opting to leave the rv lead as programmed. The device remains in service. No adverse patient effects were reported.